Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated as there was a tear in the inflation line and the cuff could not inflate. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the use of the product, air became unable to be put in the cuff.